Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was in the hospital. No further details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use of the pump. Available daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. The pump passed delivery accuracy testing and was delivery within required range and delivering accurately. The complaint was unable to be duplicated. The pump information for the complaint date had been overwritten. (B)(4).